Event description:
It was reported through a legal event that a male patient had a hernia repair surgery prior to (B)(6), 2009, during which a strattice hernia mesh was implanted. The lot and batch numbers for that mesh are unknown at this time. On (B)(6), 2009, the patient underwent a revision/removal surgery and a second strattice hernia mesh was implanted. The records indicate this is a strattice firm 20 x 20 cm mesh. The lot and batch numbers for that mesh are s10432-021. The catalog and serial numbers for that mesh are 2020002. After surgery, the patient had a second revision/removal surgery on march 22, 2013. No other information was provided. This record is associated with the first device implanted (B)(6), 2009, lot unknown. Based on the information reported, the patient underwent hernia repair on (B)(6), 2009 with lot unknown. It was reported the patient underwent revision/device removal and implanted with a second device on the same day, which does not seem plausible. It was also reported the patient underwent revision/removal surgery in (B)(6) 2013 but since the implant dates do not add up, the explant date is also unclear. The date of implant for the first device has been defaulted to (B)(6) since this is the first date reported of a hernia repair. The explant date has been defaulted to no information since it is unclear when the first device was explanted. The treatment date for the first device defaulted to no information since it is unclear when the first device was treated.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.